Manufacturer narrative:
Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp soln set leaked at the insertion site of tubing into the filter. This was identified during infusion. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
H10:the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.